Event description:
Customer reported she was hospitalized due to high blood glucose of 462 mg/dl. Patient's symptoms were she was thirsty and tired. Customer was unable to bring blood glucose down. Customer was diagnosed with diabetic ketoacidosis. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles or leaks. Customer did a manual prime in the air and insulin did exit. Customer was advised to do a complete set change. The crack was on the casing of the device by the up button. Customer stated the device might have been dropped or something when asked how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).